Manufacturer narrative:
(B)(4). The estimated date of occurrence was inadvertently entered as (B)(6) 2010. The date is corrected to (B)(6) 2011.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is estimated (reported as (B)(6) 2010-(B)(6) 2011, exact date unknown). Factors which may contribute to poor self-expanding stent apposition may include, but are not limited to, inappropriate device size selection, lesion calcification, and lesion tortuosity. As information detailing the specifics of the reported case cannot be obtained, a likely cause for this event could not be determined. No information was provided that would indicate a product quality deficiency. During manufacturing, all self-expanding stent systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality. The lot number was not provided, therefore, review of the device history record could not be performed.

Event description:
It was reported that during a procedure in the superficial femoral artery the absolute stent did not fully appose the vessel wall. There was no reported adverse patient effect. Though requested no additional information was provided.